Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system and heli-fx endoanchors were implanted in a patient for the endovascular treatment of a 6cm diameter abdominal aortic aneurysm. It was reported that the patient had a follow up CT while in hospital for cancer treatment. The wall of the aorta is ruptured as stated by the radiologist in the CT report. Contrast on the scan was observed inside the graft with no contrast noted outside of the graft. The graft was observed to be still in place. The patient has not and will not receive treatment. It was noted that the event has resolved as no active leak is seen on CT and the CT shows the graftis patent. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary; the exact cause of the reported aaa rupture could not be determined from the films provided. Pre-implant films were not available, the anatomy at implant is unknown, and images during implant were also not available for review. CT¿s returned from ~2 months post-implant revealed that the bifurcate was positioned just below the lowest left renal artery. The proximal od below the renals measured ~21mm, and 15mm below the renals near the bottom of the neck the bifurcate od narrowed down to ~19mm. The infrarenal neck was moderately angulated 60 deg a-p. Around the proximal 10mm of the bifurcate, ~4 endoanchors were seen having been implanted into the bifurcate/aorta. The maximum aaa diameter measured >8cm and the aaa was possibly ruptured; however, no contrast was seen outside the stent graft or within the aaa sac indicating no clear endoleak. The left limb was minimally extended ~10mm into the lcia; however, no distal type I endoleak was seen. Although lack of contrast outside the devices with no clear endoleak observed, it is possible that the aaa may have been pressurized proximally and/or distally. The angulated neck and proximal neck narrowing with potential infolding may have contributed to the marginal proximal seal. The lack of adequate distal seal from the left limb into the left common iliac artery may have also contributed to aaa expansion. Angiography studies with endoleak interrogation may be able to provide a more comprehensive evaluation of any potential endoleak and source of the aaa rupture. If information is provided in the future, a supplemental report will be issued.